Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have detected an atrial fibrillation with rapid ventricular response (af w/rvr) as a ventricular fibrillation (vf) episode resulting in the patient receiving inappropriate therapy. Additionally, it was noted that the right ventricular (rv) lead displayed possible occasional undersensed beats. The device and lead remain in use. No further patient complications have been reported as a result of this event.